Manufacturer narrative:
Information contained in this report was previously submitted through psr on 24/jul/2017 and 23/jul/2018. A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: visual analysis of the returned device identified: the weight the device within specification, one opening curved on the anterior and crease flat. A microscopic analysis was performed which identified: one striated opening on the anterior. Based on the device analysis the final assessment is: one striated opening due to surgical damage consist in the use of some surgical tool. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: fluid surrounding implant. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported left side secretion and increased volume and implant surrounded by liquid. At the time of surgery, it was discovered the device was ruptured. The device has been explanted.